Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported that the insulin pump was not delivering insulin. The customer reported blood glucose value of 292 mg/dl. The hyperglycemia was treated with manual injection/insulin pen and insulin pump. The event involved products mmt-332a, mmt-397a, mmt-1884. Troubleshooting was performed and found that the insulin pump was under delivered the insulin. The customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of reported high blood glucose event. It was also found that the high pressure test did not pass twice. No further patient complications were reported. It was unknown whether the customer will continue using the reservoir and infusion set. No product return is required for mmt-332a. No product return is required for mmt-397a. The customer will discontinue the use of the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0873 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No under delivery anomaly noted during testing. In further full review of the pump history on the event date of [event date] found bolus deliveries of .025u at 00:02:01.000, .15u at 00:05:48.000, and .175u at 00:10:47.000. Unable to find bolus daily delivery total or basal daily delivery total. Test sc1-cap locked properly into reservoir compartment during testing. The pump was received with scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. In summary, customer allegation for pump under delivering not confirmed during full functional testing. Unable to verify customer alleged for high bgs. Alleged device test failed not confirmed during full functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.